Event description:
The customer reported an unspecified device issue and requested device evaluation. Call backs to the customer to obtain further information were unsuccessful. The device was not in use on a patient.